Event description:
MFR's european distributor reported that during a cardiopulmonary resuscitation procedure performed on a "child", the oxygen tubing adapter disconnected from a resuscitation bag's connector. This occurred five times during the resuscitation procedure. The MFR requested the distributor to obtain the oxygen tubing and if possible, the actual resuscitation bag used during the reported event. It is unk if the customer/user was using the appropriate size of oxygen tubing and adapter to fit securely to the resuscitation bag connector.